Event description:
Case description: investigation result: name: novopen 4, batch number: bug1701. The product was not returned for examination. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal. Name: mixtard 30 penfill, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the case was updated with the following: imdrf codes updated. Investigation result updated. Narrative updated accordingly. Final manufacturer's comment: 20-dec-2021: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. The batch documentation has been reviewed and found to be normal. No reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. H3 continued: evaluation summary: the product was not returned for examination. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) blood glucose level reached to 600 mg/dl [blood glucose increased] novopen 4 didn't inject the right dose, when he adjusted 30 u and injected with the pen it injected only 5 u [incorrect dose administered by device] penfill holder is broken from the site of attachment with the mechanical part [device breakage]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "blood glucose level reached to 600 mg/dl(blood glucose increased)" with an unspecified onset date, "novopen 4 didn't inject the right dose, when he adjusted 30 u and injected with the pen it injected only 5 u(incorrect dose administered by device)" with an unspecified onset date, "penfill holder is broken from the site of attachment with the mechanical part(device breakage)" with an unspecified onset date, and concerned a (B)(6) years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , mixtard 30 hm penfill (insulin human) suspension for injection, 100 iu/ml (dose, frequency & route used-30 u morning / 20 u night, subcutaneous) from unknown start date and ongoing for "diabetes mellitus", patient's height: 175 cm. Patient's weight: (B)(6) kg. Patient's bmi: 26.122. Current condition: type 1 diabetes mellitus (duration was not reported), hypertension. Concomitant products included - concor(bisoprolol fumarate), co-tareg(hydrochlorothiazide, valsartan). It was reported that patient used novopen 4 did not inject the right dose, when patient adjusted 30 u and injected with the pen it injected only 5 u pen training was offered by using new needle and new penfill and during training on mechanical part it worked normally for one time and by trying new penfill the reporter said that that penfill holder was broken from the site of attachment with the mechanical part. On an unknown date patient's blood glucose level was reached to 600 mg/dl the day before yesterday because of problem in novopen 4. It was reported that patient's post prandial blood glucose reached to 600 mg/dl within 2 hours. Blood glucose level reduced after using normal syringe and it was 270 mg/dl. Patient mentioned that normal blood glucose level ranged from 220 to 230 mg/dl. The patient and the operator was trained by a health care professional in the use of novopen 4. The patient had not dropped the pen and observed leakage of insulin. The patient have not recently changed from another pen to the current novopen . The patient was in general reuse the needles (unspecified) and the needle was attached to the pen in between injections. The force needed to inject felt different from normal and was easier. The needle was attached and did not feel more resistance than normal . Batch number of suspect product was requested. Action taken to novopen 4 was reported as product discontinued due to ae. Action taken to mixtard 30 hm penfill was reported as no change. The outcome for the event "blood glucose level reached to 600 mg/dl(blood glucose increased)" was recovered. The outcome for the event "novopen 4 didn't inject the right dose, when he adjusted 30 u and injected with the pen it injected only 5 u(incorrect dose administered by device)" was not reported. The outcome for the event "penfill holder is broken from the site of attachment with the mechanical part(device breakage)" was not reported.